Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was not confirmed. No hardware abnormalities that would have resulted in the reported event were identified. The root cause cannot conclusively be determined as the reported error message and temperature issue was not reproducible.

Event description:
During a bilateral radiofrequency ablation procedure, erratic heating and unknown errors occurred. The probes would start to heat up and then stop. Another port was used, but resolution was not found. The bilateral procedure was not able to be completed in entirety and a unilateral was performed. There were no adverse patient consequences.